Event description:
It was reported that on (B)(6) 2025 a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f torque delivery system. The landing zone measurements were 21mm, 24mm,24mm and 24mm and the sizing of the device determined by echocardiogram (echo). The representative suggested 28mm but, physician decided on 31mm. During procedure, close criteria were satisfied, tension test performed and the amulet was successfully implanted. After procedure even less than 48 hours, discharged echo showed the amulet device was dislodged in to the left ventricle. They attempted to remove with a snare but it was unsuccessful and the patient had a cardiac surgery. The physician mentioned the cause of embolization was oversized device. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported device embolization was due to oversized device. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.